Event description:
It was reported to philips that the system had a fluoroscopy problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The customer reported that the system had a fluoroscopy problem. Customer informed that no longer service was required. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.